Manufacturer narrative:
The pump alarmed pump error 38 during rewind due to a jammed motor gear box. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify the pump error 3 due to the motor anomaly. The pump was received with minor scratches on the lcd window and case.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 480 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.